Event description:
It was reported that the pt developed a postauricular stitch abscess, which did not resolve with post-op antibiotics. The pt was admitted to the hosp on (B)(6) 2013 and placed on IV vancor antibiotics for one week. The pt was discharged on (B)(6) 2013. Surgery to repair skin flap has been scheduled.